Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker. Moisture damage was found on the lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering basal amounts after being dropped into water. Blood glucose level at the time of the incident was not provided. The customer also stated that there was water visible under the screen. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.